Event description:
Additional information was received indicating that the cause of death was the dissection in the ascending aorta. Per the physician, the patient had a bicuspid native and dilated ascending aorta, which may have contributed to the event. Per the physician, the valve can be excluded as a contributing factor to the patient¿s death.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012561866); product type: 0195-heart valves; product ID l-evprop34 (lot: 0012526092); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation (tavi) procedure using a self-expanding/expandable valve (34 millimeter (mm)) was performed in a patient with a native bicuspid valve, a dilated ascending aorta, and significant valve calcification. Pre-dilation was conducted with a 26 × 40 millimeter mm balloon, followed by implantation of the tavi prosthesis. Post-dilation with a 26 × 40 mm balloon was performed due to a moderate paravalvular leak, which was corrected after the intervention. The patient initially recovered as expected and was awake and responsive upon leaving the operating room. On the following morning, in the intensive care unit, the patient experienced sudden cardiopulmonary arrest. Cardiopulmonary resuscitation was initiated immediately, and the patient was urgently transferred to the operating room for exploratory sternotomy. During surgery, an ascending aortic dissection was identified. The patient did not tolerate the surgical intervention and died intraoperatively/immediately postoperatively.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical assessment. However, it was reported that the patient had a significantly calcified bicuspid aortic valve and a dilated ascending aorta. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed twice. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 1 millimeter (mm) on the non-coronary cusp in the cusp overlap view, and 3mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the evolut pro+ instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. The valve depth was deemed acceptable, and the valve was released. Post implant angiogram revealed possible moderate aortic regurgitation/paravalvular leak. A post implantation dil atation was performed. Final angiogram showed no evidence of aortic regurgitation/paravalvular leak and no evidence of an aortic dissection. It was reported that the following day the patient went into cardiopulmonary arrest requiring cardiopulmonary resuscitation efforts, and subsequently surgery. During surgery, an aortic dissection was identified and the patient subsequently died. As stated in the IFU: potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); cardiac arrest; death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.